Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01355 to provide correction and additional information. Model # was corrected. Serial # was identified and filled. Device manufacturer date was identified and filled. The manufacturing record was reviewed with no irregularities.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, omsc could not review the manufacturing history. Omsc could not determine the root cause conclusively. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The damaged pad fell when it was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During a laparoscopic prostatectomy, two devices were used. The tissue pad of the first device fall outside the patient. The user exchanged it with the 2nd device and continued the procedure. When the user grasped the tissue for the first time, the probe of the 2nd device broke off and fell into the patient. The fragment of the 2nd device was retrieved. The error which indicates abnormality of the probe was displayed. No further information was reported. There was no patient injury reported. This MDR is regarding the first one of two devices.